Event description:
The merry walker was being used for a female resident in order to ambutate. While ambutating in her room she tipped the walker and punctured her head on the closet door or wall corner. The resident was administered first aid in the facility and then sent to the emergency room for an evaluation. The merry walker is advertised not to tip, and this is not the first time the device tipped or toppled over. There was no serious injury sustaineddevice labeled for single use. Patient medical status prior to event: fair condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.